Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 27 mg/dl. Customer stated that he delivered 13 units of insulin to correct high blood glucose of 351 mg/dl, but it was too much and ended up in a hospital with convulsion and seizures due to low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.